Event description:
It was reported that during a laparoscopic cholecystectomy prior to the procedure the tech was setting up for the procedure and dry fired the device. The device jammed and would not fire. They completed the procedure set up with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Jaws. Additional information was requested and the following was obtained: which firing did this occur on? 1st. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Asku. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Na, please specify the size of the vessel? Were any unexpected noises heard? Asku, if so, when? Was the device fired after this incident in or out of the patient? Out. Were you able to see if the clip was fully advanced into the jaws before completing the stroke to form the clip? Asku. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator indexed two times during the 14th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.